Event description:
It was reported that during an acl recon meniscal repair, while reducing the knot of the fast fix after being deployed both t's, the second implant got pulled out the meniscus. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3, h6 two 72202468 fast-fix 360 curved needle delivery system devices used for treatment, were returned for evaluation. Two related complaints were opened. The devices are non-serialized. They were returned inside one shelf carton and not marked with their respective individual return authorization or complaint numbers. They will be evaluated together and the results shared. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. The depth limiters were attached with one retracted. No anchors or sutures were returned. One delivery needle was partially flattened and the other curve was over exaggerated. The devices cycled and actuated with slight resistance due to needle manipulation. It is difficult to draw a parallel between device failure since one was manufactured in 2018 and the other in 2019. In addition they were manufactured in two separate site locations. Per instructions for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ complaint history review indicated similar allegations for both lot numbers reported. Batch reviews did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution. No further investigation warranted at this time.

Manufacturer narrative:
H11: e1: country corrected. G3: country corrected.

Manufacturer narrative:
H10 h3, h6: the reported fast-fix 360 curved ndl delivery sys ¿ 72202468 intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿acl recon meniscal repair, while reducing the knot of the fast fix after being deployed both t's, the second implant got pulled out the meniscus¿. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.